Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 450 mg/dl at the time of the incident. Patient's current bg: 384 mg/dl. Customer treated for high blood glucose with insulin pump and manual injections. Customer does have an insulin flow blocked alarms. Customer is reporting a past event. Customer reports alarm occurred during fill tubing. Customer reports event was resolved by changing complete set (inf and res). The pump will not be returned for analysis.